Manufacturer narrative:
Investigation summary: the customer reported a nutrition leakage presented between the spike and the tubing. The process step was during patient infusion. There was no patient injury/harm reported. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The reported device was not returned for evaluation; however, the customer provided two photographs. Visual inspection of the photographs confirmed the report of leak at the cross-spike and tubing junction. An investigation has been initiated to determine the root cause of this confirmed product issue. This reported event will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that a nutrition leakage was presented between the spike and the tubing. The process step was during patient infusion. There was no patient harm reported.